Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial lead showed noise when isometrics were performed. At the post operative visit, no noise was observed. The lead remains in use. No patient complications have been reported as a result of this event.